Manufacturer narrative:
Hillrom made several contact attempts to the customer to gather more details or schedule a device investigation. However, the customer was not responsive. Although there was no injury with this event, the functionality of the device cannot be confirmed. Therefore, if this event were to recur during a critical surgical case the unintended movement of the surgical table's pad and thus the patient could result in a serious injury therefore this event is determined as reportable. Based on the above no further actions are necessary.

Event description:
Hillrom was made aware by the FDA of an event through user report involving the trusystem 7000 operating table. No patient injury occurred with this event. It was reported that the patient was positioned on the surgical table and sedated. The table angle was adjusted, and during adjustment, the patient's upper body slid off the table. It was determined that the pad underneath the patient was not properly secured to the table, which allowed it to slide during adjustment. This report was filed in our complaint handling system as complaint # (B)(4).